Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead had high impedances and noise was detected. The physician decided to revise the lead on (B)(6) 2016. During the procedure, the lead was found to be pulled out of the ipg header. The physician connected the lead with the header. Nothing was explanted and the impedances were within normal range.